Manufacturer narrative:
Corrected information has been provided in b5, d1. Ppae (cardiac tamponade/major bleed/hypovolaemia): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 43-year-old male with morbid obesity was admitted with progressive shortness of breath. He was diagnosed with multivessel coronary artery disease and a left ventricular ejection fraction of 20%. The patient was scheduled for high-risk CABG ×3 with elective impella 5.5 implantation for perioperative hemodynamic support. Postoperatively, the patient required two re-operations for cardiac tamponade and bleeding. Although transfusions are likely in the context of repeated surgical interventions, no documentation regarding blood product administration was provided. Two days after the final re-operation, the patient experienced fluid imbalance, which led to suction events and required volume resuscitation. The subsequent course of impella support was uneventful. After eight days of support, the patient was successfully weaned, with improvement in left ventricular ejection fraction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.